Manufacturer narrative:
Concomitant products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
A patient implanted for spinal pain reported via the manufacturer's representative (rep) they saw something on the screen that was different. An impedance check was performed which showed high impedances on 0, 1, 2, 3, 4, 6, and 7. Reprogramming was performed and coverage was achieved. No further interventions were taken as the issue was resolved.